Manufacturer narrative:
The reported event of the guidewire failed to advance through the lead was not confirmed. A complete lead with an implant tool was returned for analysis. The guidewire was not returned with the lead. No lead anomalies were found. The guidewire insertion test was performed and was able to be advance through the lead and withdraw from the lead without any restriction.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to have the stylet fully inserted into it. The lv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.